Event description:
Related to MFR report # 2183959-2012-00923. It was reported that a miniarc sling was implanted on (B)(6) 2010 to treat the plaintiff's pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff has suffered severe and permanent bodily injuries, mental and physical pain and suffering, and has required revision procedures for pain and discomfort. It was also alleged that the plaintiff continues to suffer from infections, bloating, incontinence, difficulty urinating, vaginal discharge, buttock pain, and pelvic pain and that the plaintiff will likely require corrective surgery and hospitalizations in the future.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.